Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, acceptability testing, a review of labeling, and a review of manufacturing records. The customer complained of a falsely low tsh patient result while using architect tsh reagent lot 46916ui00. No customer returns were available for review. Acceptance testing was performed on a file sample of architect tsh reagent lot 46916ui00, and all control and panel results were within acceptable ranges. The certificate of analysis, generated at the time of manufacture, finds the reagent lot met all expected specifications including generating acceptable control results. A review of complaints found no elevated activity for lot 46916ui00. A review of labeling was performed and found there to be adequate information on detecting and resolving the customer's issue. Based on the information in this investigation, no deficiency of the tsh reagent lot 46916ui00 was demonstrated. There is insufficient evidence that a malfunction occurred, therefore, no further action is required.

Event description:
The customer stated that the architect i2000sr (sn (B)(4)) analyzer generated a falsely decreased tsh result on one patient. The results provided were: initial tsh = 20 / repeat = >100 / auto dilution =197. The same sample was run on architect i1000 (sn (B)(4)) and generated results of >100 / autodilution = 200. There was no reported impact to patient management. There was no additional patient information provided.